Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) in the production of this lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred one and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred one and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a dialyzer from the reported lot was returned to the manufacturer for physical evaluation. The complaint device was returned with the corporate provided blood port and adapter caps attached. Blood was noted throughout the device, and externally on the bell housing. No external leak was reported by the user facility. The blood noted on the outside of the housing could have gotten there during the shipping/sample return process. No damage or irregularities were identified on the returned sample. The returned sample was subjected to a laboratory bubble point test. No leaks were detected. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. The investigation into the complaint was not able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred one and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being used for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.